Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Reportedly, customer reverted to using an alternate method of insulin therapy.